Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous external iliac artery. A 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced to the target lesion for dilation, however, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with a shelf box. The batch number on the returned device and packaging matched the reported batch number. There was blood in the inflation lumen and balloon. The balloon was loosely folded. The shaft and balloon were microscopically examined and an 8mm longitudinal tear from the mid-section to the distal end of the balloon was revealed. Microscopically examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There were multiple hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the hypotube kinks or balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous external iliac artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced to the target lesion for dilation, however, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient¿s status was good.